Event description:
It was reported that the user began the tubing fill process without inserting a new cartridge into the pump and then contacted support, after which the pump was rewound and the supply change was completed with education on correct steps. There were no reported adverse clinical effects. Outcomes included no impact on health and no alarms. Investigation included a customer interview and troubleshooting guidance. Investigation of this case revealed user error related to incorrect supply change steps, with no device malfunction and no component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge and infusion set replacement.